Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the malfunction was identified as a crack on the adhesive bending section cover attributed to degradation and stress, caused by component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the videoscope distal tip was shedding black pieces. The issue was found during set up / inspection for use (during set up in room / before patient in room). There was no patient involvement.